Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Information received indicated that no other information is available due to hospital policy. Should additional information become available in the future it will be reported in a supplemental report.

Event description:
It was reported that patient fell and the fall caused a periprosthetic fracture of left leg. Surgeon revised.